Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries (nervous system disorder), extensive nerve damage (nerve injury), zinc toxicity (metal poisoning), difficulty walking (gait disturbance), balance and equilibrium problems (balance disorder), severe and permanent physical injuries (injury), hand and foot numbness (hypoaesthesia), facial numbness (hypoaesthesia facial), fatigue (fatigue), blisters on roof of mouth (oropharyngeal blistering). Case description: an attorney reported that their client, a female age (B)(6), used fixodent denture adhesive, version unk cream and super poligrip, both beginning in (B)(6) 2005 through (B)(6) 2010 and reported the following: profound and permanent neurological injuries, extensive nerve damage, zinc toxicity, difficulty walking, balance and equilibrium problems, severe and permanent physical injuries, hand and foot numbness, facial numbness, blisters on the roof of her mouth, and fatigue. A health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.